Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to restart and there was no information display on data monitor. Upon inspection, the fse found that the battery on host pc was too low, and the bios battery setup was incorrect. To resolve this issue, the fse replaced the battery and set up the configuration of bios battery. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the bios battery and configured the bios setup which returned the device to use in good working order.